Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement. The customer reports that the evaluation and repair are still in process. Covidien was not authorized to evaluate the device.